Event description:
It was reported that the patient complained of hearing beeping for three days around midnight, and has heard beeping three times one day. The patient was directed to contact the clinic. Follow up was attempted for additional information, but was unsuccessful. It was further reported that the device was approaching elective replacement indicators (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of hearing beeping for three days around midnight, and has heard beeping three times one day. The patient was directed to contact the clinic. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.